Event description:
It was reported that the patient experienced recurring incontinence following an artificial urinary device implant on (B)(6) 2018. Two tomography's were performed that showed the reservoir with approximately 8 ml of serum indicating a surgical revision is required.

Event description:
It was reported that the patient experienced recurring incontinence following an artificial urinary device implant on (B)(6) 2018. Two tomographys were performed that showed the reservoir with approximately 8 ml of serum indicating a surgical revision is required. Additional information received indicated the artificial urinary sphincter was removed on (B)(6) 2019. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Device evaluation the complaint components were returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the balloon shell which was perforated the ams800 control pump and the ams800 occlusive cuff were visually inspected and functionally tested. No leak was found. The pump and cuff performed functional testing within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence following an artificial urinary device implant on (B)(6) 2018. Two tomographys were performed that showed the reservoir with approximately 8 ml of serum indicating a surgical revision is required. Additional information received indicated the artificial urinary sphincter was removed on (B)(6) 2019. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.